Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/10/2017, that on (B)(6) 2017, the patient experienced a broken sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient had a routine checkup with the endocrinologist on (B)(6) 2017 and the endocrinologist examined the area of the abdomen where the insertion was and stated that they may have felt the sensor wire under the skin. The endocrinologist advised the patient to monitor the site. The patient did not report any signs or symptoms of pain or inflammation. Additional follow-up with the patient was made on (B)(6) 2017. The patient stated that they experienced a sensor that failed and removed the sensor. Upon removal, the sensor wire appeared to be shorter compared to the previous sensor wire lengths. The patient stated that they had more bleeding than they normally do at that insertion site (abdomen). At the time of contact, the patient was doing okay. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. The device was visually inspected and failed with the sensor wire inserted too far into housing puck. The sensor wire was not found to be broken. The reported broken sensor wire event was not confirmed. A root cause could not be determined.